Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Dealer advised both base frame tabs near where shifter is located are rounded out from order (B)(4). Dealer advised facility stated base of frame was not firm. Dealer could not provide any further information. Dealer will call back.